Manufacturer narrative:
Unit alarmed motor error during basic occlusion test due to force sensor resistor damage by moisture. The motor assembly found with corrosion. Unable to test motor due to corroded motor. Unit received with cracked case at display window corners and battery tube threads. Unit received with scratched display window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 375 mg/dl. Troubleshooting was performed. The device was returned for analysis.